Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: extension. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was changed out and moved to another area. The patient stated "they moved the stimulator to another area on (B)(6) 2015 because the stimulator had dropped, it was old and the lines were wrong, everything about it was wrong and I had had it for 8 years so they put in a new one and moved it to another area." Relevant medical history included spinal pain and post lumbar laminectomy syndrome. Additional information received from the health care provider (hcp) stated the leads and the ins were replaced because there was insufficient coverage. The device manufacturer's representative (rep) interrogated and evaluated the ins and coverage. The cause of the event was the lead placement and the battery age. If additional information is received, a supplemental report will be submitted.